Event description:
When rn removed IV tubing from the IV pump, it was noted that the pliable portion of the IV tubing, that was inserted into the pump, had a small ballooned area. No harm to patient. Manufacturer response for smart site infusion set, (brand not provided) (per site reporter): left voice mail message for bd carefusion. Arrangements made by representative from carefusion.